Event description:
Marlex mesh implant 1998. 2000 pain started. Had two morphine pumps, two stimulator implants for pain. Mesh had to be removed on (B)(6) 2018. Mesh went bad. Did the problem stop after the person reduced the dose or stopped taking or using the products? No. Do you still have the product in case we need to evaluate it? No. Date the person first started taking or using the product: (B)(6) 1998. Date the person stopped taking or using the product: (B)(6) 2018. Why was the person using the product? Hernia repair.